Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the cartridge was leaking from the canister. In addition, it was reported that a cartridge alarm 1 occurred during bolus deliveries. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 176-180 mg/dl.